Event description:
New information noted the rate response issues persisted. Programming changes were discussed. The patient was in stable condition.

Event description:
It was reported the patient presented with a pacemaker that exhibited a blunted rate response. Programming changes were performed. The patient was in stable condition.